Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the instrument was reported to be damaged in the sterile processing department (spd) at the facility. There was no patient present when this issue was identified. (B)(6) 2019 comm task (rep); medtronic received information that the metal impact cap on the ratcheting handle had come off. It was noted that the issue occurred during decontamination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.